Manufacturer narrative:
(B)(4). Manufacturing review: review of the device history record for lot sp100092; review of lifecell's complaint management system. (B)(4). Wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis. Qa investigation into sp100092 resulted in no remarkable findings with no other complaints reported against the lot other than the 3 complaints reported together from dr (B)(6) of (B)(6). No deviations or nonconformances with impact to product quality or patient safety were revealed during processing. As of 12/3/2015, of the (B)(4) devices released to finished goods for lot sp100092, (B)(4) devices have been distributed. Lot sp100092 was terminally sterilized and met all qc release criteria. (B)(4). While this patient received strattice devices from lot sp100092 bilaterally, the wound necrosis only presented in the right breast. The patient was treated with removal of the silicone breast implant and debridement of necrotic tissue. The strattice was left in place and a tissue expander was implanted. A recurrence of the wound necrosis lead to the explant of the tissue expander and the strattice from the right breast and additional debridement of necrotic tissue approximately 2 months post-op. The patient was given 5 months to heal unreconstructed then was returned to surgery for the secondary reconstruction of the right breast with a musculocutaneous latissimus dorsi flap without any further complications reported. Qa investigation into sp100092 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot other than the 3 complaints reported together from dr (B)(6) of (B)(6). No deviations or nonconformances with impact to product quality or patient safety were revealed during processing. Lot sp100092 was terminally sterilized and met all qc release criteria. No further actions required as no nonconformance was confirmed. Wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis. Based on the qa investigation and the reported information including the same lot implanted in both breasts with the wound necrosis limited to the right breast, the wound healing complications reported are considered unlikely related to the strattice. However, based on dr (B)(6) statement, whereby he affirmed that the skin flap was considered thick and well perfused and that he is unable to exclude a relationship between the events and strattice, the device as a contributing factor to the healing complications could not be ruled out. Explanted device was not returned.

Event description:
Lifecell received notification from the competent authority in (B)(6) of 3 voluntary vigilance reports filed directly to (B)(6) by the surgeon. This report is associated with patient #1 (refer to MDR 100306051-2015-00055 for patient #2 and MDR 1000306051-2015-00056 for patient #3). The (B)(6) female carrier of a constitutional brca1 mutation (with no tumorous pathology) elected to undergo a bilateral prophylactic mastectomy in (B)(6) 2015 with immediate reconstruction with the implantation of silicone implants and strattice devices ((B)(4)). In (B)(6) 2015, the patient returned with exposure of the strattice on the right side at the incision. While the physician reported that he made his best effort to place the incision in front of the muscle and not in front of the strattice while suturing, the strattice was exposed through the incision. The patient was returned to surgery for removal of the breast implant and debridement of necrotic tissue. A deflated inflatable implant (tissue expander) was inserted and the strattice device remained in place. In (B)(6) 2015, the patient returned with a new occurrence of exposure of the device on the same side. An additional surgery was performed to completely remove the tissue expander and the strattice device, along with additional debridement of necrotic tissue. No immediate reconstruction was performed in order to allow time for healing. The left breast was unaffected. In (B)(6) 2015, the patient was returned to surgery for the secondary reconstruction of the right breast with a musculocutaneous latissimus dorsi flap without any further complications reported. Through follow up communication, the physician reported that the skin flap was considered thick and well perfused with no patient risk factors. Exact implant date, incident occurrence date and explant date is unknown. Only month and year is available at this time.